Manufacturer narrative:
(B)(4): if further information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported a unipolar cord was being used by a surgeon during the completion of dissecting a gall bladder. The customer stated the device end sparked and a small flame appeared, the end popped off when the tech doused the area with water from the back table. The lap cholecystectomy was completed as planned. There was no patient injury or intervention. The customer reported the biomedical engineer examine the cord, the probe and the generator. He believes the problem was in the cord and not the probe or generator. The cord was inspected before processed by c/s tech and before use by the scrub tech. The insulation was intact as far as customer can tell and there were no known loose connections.

Manufacturer narrative:
Cfn- (B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received from the customer on 26feb2016: no picture available. The incident happened at the end of the case. The cord was purchased about a year ago. The sterilization is according to the manufacturer's recommendation. The cord was in use for 30 minutes through the case. Unknown the size of the probe used in the case.

Manufacturer narrative:
(B)(4): no sample was returned for evaluation. It is suspected to be end of life failure. The instrument was asked to be returned for further evaluation. It is believed that, because of the age of the cable, it is normal wear and tear. Bending cable during use which can cause internal wires to break over time, and using and sterilizing more than the recommended 20 times could increase wear and tear. The instrument was not returned, therefore the device could not be inspected. All lots were pulled from stock and tested for hi-pot and continuity with a c=0 sampling plan. From the c=0 sampling plan, total of 15 cords were tested and all passed hi-pot testing as well as continuity testing.